Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed a visual inspection and found the sensor introducer needle was bent inside of the needle hub; unable to confirm if the customer received the needle in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that their transmitter light did not blink. It was also found the sensor cannula was missing when the customer removed the sensor from their body. The customer also stated they had a difficult time pulling off the needle hub. The customer's blood glucose was less than 180 mg/dl at the time of incident. Customer also stated they were unsure if the cannula was still in their skin. The customer's sensor will be returned for analysis and replaced.